Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the sample was received for evaluation with the female connector connected to a white luer adapter. A visual inspection with the naked eye and magnification noted the female connector separated from the light blue main body. The insert chip most likely dislodged during disconnection. There was evidence of solvent inside the barrel of the main body. Functional testing including leak (white luer adapter was still connected to the female connector), clear passage, and clamp function testing were performed with no issues noted. The white adapter was hand removed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue component) and the main body of a minicap transfer set; further described as the ¿dark blue component would come off¿. This was observed when trying to disconnect after peritoneal dialysis therapy. It was stated the patient had to clamp it off and have the transfer set replaced. There were no noticeable damages to the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.